Event description:
It was reported that during the implant procedure, the helix screw would not extend or retract after several repositioning attempts. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Concomitant medical products: 694965, implantable tachy lead, (B)(6) 2007. (B)(4).